Event description:
The patient reported results of 21 and 45 mg/dl, which were taken within 20 minutes. They tested later in the day and obtained a result of 45 mg/dl. The patient visited their physician due to the low readings on their meter and they obtained a result of 165 mg/dl on their physician's meter. The patient was advised to eat. After eating they stated that they obtained a result of 316 mg/dl the patient had stopped taking their insulin due to the low results. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the punture site were correct. The patient performed two control test, which failed. They tested with a new vial of test strips and it passed. Based on the information provided, there is evidence of a test strip malfunction; however, there is no evidence of the meter contributing to a serious injury. Replacement testing supplies have been sent to the patient.